Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep said the coupling of the recharger was great, but the pt was experiencing heating while charging to the point where the heating was uncomfortable. Rep said the ins was placed really close to the skin and pt was scheduled for a pocket revision. Rep said the pt claimed the ins "moved" in the pocket about a month ago. Technical services provided general guidance in reducing heat transfer and showed rep how to turn recharging speed down.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the implant felt hot. The patient is very tiny per rep and the ins sits close to the skin. Cause was not determined; rep reported they adjusted the charging temp and speed though and seems to have helped. Issue seems to be resolved; patient will have a pocket revision on (B)(6) 2025 to see if we can implant a little deeper.